Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was admitted to the ER. The user reported that her blood glucose (bg) level readings first gave her a high message, and right after it read 580 mg/dl. While testing with the hospital's meter her bg level reading was 94 mg/dl. The user stated that she hadn't used the meter for a while. While on the call with dario's representative, she mentioned that she had 3 to 4 strips left in the cartridge. As per dario's test strips labeling "use within one month from first opening the cartridge foil". The user reported that she had thrown everything away. The high bg readings may have been due to the use of expired strips. Not enough information regarding old strips to investigate. No other product problem was reported. No resolution is available.